Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2022-00213.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed with two (2) patients. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal kitted swab. Pcr confirmation was performed on (B)(6) 2021 and generated negative results. Per the customer the patient was symptomatic. It was reported that patient treatment was not impacted by false result as it was not considered for patient treatment. Although requested, additional information, was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166776 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for test kit part number 190-000, lot m166776. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166776 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to patient sample interference.